Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. After inserting new battery, again failed battery alarm occured again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing.